Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead, (B)(6) 2006; 1058t competitor lead, (B)(6) 2006. (B)(4).

Event description:
It was reported the right atrial (ra) lead exhibited high thresholds and undersensing due to a dislodgement. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.